Event description:
It was reported that this patient underwent a surgical procedure to explant this right atrial (ra) lead due to allegations of pain. Also reported that implantable cardioverter defibrillator (ICD) was explanted as well for the same reason. No additional adverse patient effects were reported.

Event description:
It was reported that this patient underwent a surgical procedure to explant this right atrial (ra) lead due to allegations of discomfort and pain. Also reported that implantable cardioverter defibrillator (ICD) was explanted as well for the same reason. No additional adverse patient effects were reported.